Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6)2014. (B)(4).

Event description:
It was reported that, during implant, the right ventricular (rv) lead was observed with varying r-waves measurements. Measurements were taken through the old analyzer filter; through the new analyzer filter, and through the device from rv tip to rv ring as well as rv tip to rv coil. The day after implant the r-wave measurement was acceptable. The lead remains in use. No patient complications have been reported as a result of this event.